Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on resetting the pump, and after the reset, the error did not reoccur. The customer successfully started a new sensor session.